Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. The patient stated they woke up their wife to go the emergency room (ER). Patient stated when they were in the emergency room at 3:33 am his blood sugars went down to 360 mg/dl patient stated they gave themselves a bolus correction (8.75 units). Patient stated they were in the emergency room for 2 1/2 hours. Patient stated they offered to give them insulin, but refused due to the pod was working and they already gave 13 units bolus correction earlier. Patient stated at 8:15 their bg levels 91 mg/dl. Patient stated while they were in the emergency room they did a urine specimen, blood glucose test, full spectrum blood test like check for ketones, full lab test, blood in urine, EKG for the chest, magnesium, potassium, sodium. They did over 40 test with blood sample, and blood pressure.